Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter rupture occurred with the stent when used by the clinicians. It was stated that a new stent was used in the patient. As per the additional information received via ibc on 19may2022, it was stated that after opening the package, it was found that the stent was broken and the catheter ruptured between the stent rod and pig tail. It was not used on the patients.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, though it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter rupture occurred with the stent when used by the clinicians. It was stated that a new stent was used in the patient. Per additional information received via (B)(6) on 19may2022, stated that after opening the package, it was found that the stent was broken and the catheter ruptured between the stent rod and pig tail. It was not used on the patients. Per follow-up information received via (B)(6) on 02jun2022, stated that the device was not used by the patient and there was no impact to the patient.